Manufacturer narrative:
The investigation confirmed that higher than expected amon quality control results were obtained while using the vitros 5,1 fs analyzer. The root cause is most likely due to an equipment related issue. An ocd field engineer replaced the evaporation caps in the microslide incubator subsystem. Performance testing verified that the equipment was returned to expected operation.

Event description:
The customer obtained higher than expected, imprecise quality control results using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were not affected and there were no allegations of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)